Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of cassette occurred during the irrigation aspiration (ia) mode of surgery. The surgery was completed on same day by replacing the product. The surgery type was unknown. There was no patient impact.

Manufacturer narrative:
Two used paks were visually inspected, and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The infusion cannulas were not returned; lab stocks were used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The balls in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassettes housing were in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 20000 cut rate displayed on the console screen. The returned products were tested using the console with the current software. The products could prime, tune with the handpiece, the 0.9- millimeter (mm) aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve, and pass iop calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. Fluid flowed from the bss bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).